Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('there were two fragments, 2.6 and 4 mm of the essure supposedly on the right side.') In an adult female patient who had essure (batch no. D14829) inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pain is at the left side"), pain ("post op for a left sided pain"), radiating pain ("radiates down her leg when she gets her period") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal, left side salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, pain, radiating pain and endometriosis had not resolved. The reporter considered device breakage, endometriosis, pain, pelvic pain and radiating pain to be related to essure. Batch no d14829, production date 2014-10-03, expiration date 2017-10-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('there were two fragments') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pain / pain is at the left side"), procedural pain ("post op for a left sided pain"), pain in extremity ("radiates down her leg when she gets her period") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal, left side salpingectomy). Essure was removed. At the time of the report, the device breakage, pelvic pain, procedural pain, pain in extremity and endometriosis had not resolved. The reporter considered device breakage, endometriosis, pain in extremity, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.